Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient noticed a fluid leak coincident with peritoneal dialysis therapy. The leak was noticed when the patient attempted to end the treatment. It was unknown during which phase of therapy the leak may have started. The cause of the leak was unknown. The patient reported that upon canceling the treatment and removing the supplies, they found fluid within the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to complete their therapy using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the leak. Per the clinic¿s procedure the patient was prescribed unknown prophylactic antibiotic following the event. The patient received a new cycler and has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿heater bag not detected¿ alarm three consecutive times before treatment was cancelled. An internal inspection identified that the cause of the alarm was due to the presence of fluid within the pneumatic filter. The filter was replaced and a second treatment was initiated and completed without further complications. The internal inspection also noted evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.